Event description:
Boston scientific received information that high shock impedance measurement was observed on the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) during a routine follow up. A save memory to disk was performed and analyzed. Boston scientific technical services (ts) discussed that the out of range impedance measurement was most likely caused by an electromagnetic interference (emi). Further, all other measurements were all in normal range. Ts suggested measures to evaluate system integrity. Additional information was received indicating that it was not yet confirmed that the shock impedance was caused by emi. Provocation tests were done, and no noise and out of range measurements were seen. The patient will monitored closely. The rv lead and ICD remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.